Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer was not able to login. The field service engineer remotely accessed the station verified device was functional. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to login and keep on loading the customer stated that there was a delay in issuing the medication and get meds from another machine. There were no adverse events or injuries reported based on this event.